Manufacturer narrative:
Lot history record review: the reported lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: the complaint sample is not available for eval. Conclusion: the complaint investigation is inconclusive. The complaint sample was not returned for eval. Without the actual sample angiodynamics can not conduct a thorough investigation. Based on the reported complaint it appears as if use of alcohol caused the catheter to break. The warning not to use alcohol was not noticed until the packaging was re-examined. A review of the mfg records indicates the catheter was manufactured and packaged according to specification. The warning label is on the packaging and in the instructions for use. This type of complaint will continue to be monitored for trends. The recommendation for the warning to be in larger print and/or in a different color has been forwarded to the quality assurance dept. No further action at this time. Frequency has increased, but the severity of this event is not greater than usual.